Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a nc euphora rx ptca balloon catheter to treat a mildy tortuous, severely calcified lesion in the left anterior descending (lad) artery. The device was inspected with no issues noted. Pre dilation was not performed. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It is reported that the balloon burst during balloon inflation. The patient is alive with no injury.